Manufacturer narrative:
H6: physio-control evaluated the device and duplicated the reported issue. The user interface pcb assembly was removed and then the device was inspected and confirmed to pass the performance inspection procedure, and was returned to the customer. Physio evaluated the user interface pcb, in which the reported issue was able to be duplicated. The issue was root caused to the integrated circuit, designator u2, being thermally sensitive, which caused the device to display a white screen.

Event description:
The customer contacted physio-control to report that their device display showed a white screen and none of the buttons on the keypad worked. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device display showed a white screen and none of the buttons on the keypad worked. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use associated with the reported event.